Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The vad coordinator noticed that the connector bend relief of the patient's percutaneous lead was broken. The vad coordinator did a rescue tape repair on the bend relief.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the patient¿s perc lead bend relief was confirmed through evaluation of the submitted images; however, a specific cause for the reported events could not be conclusively determined through this evaluation. Discoloration of the pump cable bend relief was also observed upon investigation. Two photos were submitted of the affected perc lead, which showed cosmetic damage and discoloration to the bend relief. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. Heartmate 3 lvas IFU provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 22sep2017. No further information was provided. The manufacturer is closing the file on this event.